Manufacturer narrative:
The lot number was not provided, therefore, a review of the device history record cannot be performed. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that an intraocular lens (iol) was implanted and removed intraoperatively due to an unstable capsule. The patient required a vitrectomy and was left aphakic. It was reported an anterior placement will be needed. Additional information was requested, but not received.